Event description:
Per the clinic, the patient was hospitalized in 2011 (specific date not reported) for sore and painful sensation around the abutment due to skin irritation and excessive hair growth around the implant side. The patient was treated with IV antibiotics (type not reported). It was also reported that the patient underwent a revision surgery (date not reported) to remove hair follicles around the implant side and to equip the patient with a longer abutment. The symptoms are resolved, and the patient resumed use of the device. No additional episodes were reported.

Manufacturer narrative:
(B)(4).